Event description:
Hold kc 02.08. It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a hole that popped at the proximal end of the balloon. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results visual examination of the returned complaint device revealed the balloon did not show visual defects, the balloon did not burst, and looked normal. Functional examination was performed, and the balloon was inflated without a problem; however, the balloon did not hold pressure due to a pinhole found over the ro marker at the proximal section. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a hole that popped at the proximal end of the balloon. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported to be fine.